Event description:
Welch allyn rechargeable battery in ophthalmoscope found to be scorched heavily with melting of battery covering. Battery date was august 10. New battery, also dated august 10 placed into scope. Scope was laid on counter for physician to use, never put back into charger. Within moments, scope began smoking, handle extremely hot to touch. Battery was able to be removed. Showed scorching and melting of battery covering. Paper underneath where removed battery was laid also scorched. This was second such incident. Dates of use: 2008.